Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and caldera sling were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including mesh excision surgery on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele, stress urinary incontinence, hypermotile urethra and vaginal prolapse. It was reported that following insertion the patient experienced stress urinary incontinence, dyspareunia, pain, 2 miscarriages (patient believes caused by the mesh), lupus, and fibromyalgia (lupus and fibromyalgia occurred months after surgery). (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, and rectocele and mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, pelvic pain, difficulty initiating a stream to urinate, urinary tract infection, dysuria, vaginal discharge, and cramps.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, pelvic pain, difficulty initiating a stream to urinate, urinary tract infection, dysuria, vaginal discharge, and cramps.